Event description:
Reporting status: malfunction. Reporting rationale: guide wire separation has caused or contributed to pt injury previously. Device issue: guide wire separation. It was reported that the guide wire separated inside the pt after resistance was felt between the guide wire and the balloon catheter. All pieces were removed without any complications by pulling the separated guide wire into the guiding catheter. No pt effects were reported. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the coils. The core was separated at the proximal end of the hypotube. A piece of the core remained in the hypotube. There was a kink in the core 14 cm distal to the separation. There were two bends in the core, at the distal end of the hypotube and 9 cm distal to the separation. The proximal end of the hypotube was slightly curved. There was a kink in the shaping ribbon 1 cm proximal to the tipball. There was no other damage noted to the guide wire. The balloon catheter used during the procedure was not returned. The tip was tugged on to confirm that the core and shaping ribbon were intact. This was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident info. The guide wire was returned with blood and contrast on the coils, which is usually indicative of the guide wire being used in the body. Sem analysis of the guide wire suggests that the core failure may be attributed to ductile overload at a bend. The area that failed is the weakest portion of the wire core. The cause of the bend in this incident is unk and there was no info in the incident description that would account for the guide wire bending, but once bent, manipulating the guide wire could cause the guide wire to fracture as described in the incident. This type of severe bend would have been noticed at the start of the procedure and most likely would not have been caused during manufacturing. It was reported that the guide wire separated inside the pt after resistance was felt between the guide wire and the balloon catheter. Pushing or pulling against the resistance in an effort to free the devices could have bent the guide wire and caused the eventual separation. Pt anatomy and morphology, the condition of the catheter being used, and blood and contrast drying on the guide wire, can all be factors in resistance issues. The dried contrast and blood found on the guide wire during analysis could have contributed to the resistance between the devices. There was additional damage found on the guide wire. As this damage was not noted during prep, it is most likely the result of the separation or from handling, packaging or shipping of the guide wire back to abbott vascular. To ensure damage of this type does not occur during processing, manufacturing performs 100% tip pull test on the distal end of the guide wire, and performs a 100% visual inspection of the guide wire prior to packaging. Quality control performs an audit to ensure product quality. The lot history record was reviewed and indicated that this lot met all the manufacturing requirements. Based on the case descriptions and analysis of the returned device, the cause for the separation and guide wire damage appears to be related to case circumstances, and not a product deficiency with the guide wire. This MDR is considered closed by product performance group.